Event description:
During an initial implant procedure, multiple set screws were unable to be tightened into the device. The device was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of the physician said screw was not working was confirmed. Analysis revealed that the user/physician was inserting the wrench into the setscrew incorrectly. The wrench was only being partially inserted and also inserted at angles, which resulted in the setscrew inset being stripped while attempting to tighten the setscrew. Once stripped, the setscrew could no longer be tightened, eliminating any physical ¿feel¿ of engaging the setscrew. The problem was caused by incorrect use of the torque wrench by the user/physician.